Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the perforation was due to a non-medtronic guidewire (lunderquist).

Manufacturer narrative:
Corrected data: h6 - patient, device, result and conclusion codes were corrected as the events were not related to medtronic devices but to the non-medtronic guidewire (lunderquist). Additional codes - imf health impact code was corrected as the events were not related to medtronic devices but to the non-medtronic guidewire (lunderquist). Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evprop34 (lot: 0011916507); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evprop34 (lot: 0012084978); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient was hypotensive and unresponsive to amines. Epinephrine was administered and cardiac massage was performed. Cardiac tamponade was identified on transthoracic echocardiogram (tte) and pericardial drainage was performed. However, the patient remained unstable and cardiac arrest occurred. Sternotomy was performed followed by drainage and suturing of the pericardial bleeding points. However, the patient continued bleeding and subsequently died.

Event description:
Additional information was received which reported that the cause of death was a left ventricle perforation. According to the physician, neither the valve or delivery catheter system (dcs) cause or contributed to the patient death. Of note, the patient had a hypertrophied left ventricle prior to the valve implant procedure.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.